Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, in-house testing, batch record review, a search for similar complaints, and a review of product labeling. Return material was not available. A sensitivity testing protocol was executed using lot 39388 li00; testing met the acceptance criteria and determined the reagent is performing acceptably. Clinical sensitivity was also evaluated, the reagent in question accurately evaluated seroconversion panels indicating performance has not been adversely affected. No issues were identified from the batch record review which would indicate a product deficiency. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the prism hcv reagent, list number 6a52-48, lot number 39388li00 was not identified.

Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a (B)(6) result while using the prism hcv assay on the prism analyzer. The customer provided the following data: initial result: (B)(6), this specimen was (B)(6) when tested using a hcv genome method. The lab retested the specimen on a different prism analyzer and the result was (B)(6). The specimen was also (B)(6) using the architect and evolis methods. The tube was decanted and run twice again on the original prism analyzer generating positive results: (B)(6). There was no adverse impact to patient management reported. No additional patient information has been provided.